Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the top half of the infusion device display is blank. He replaced the battery, but this did not resolve the issue. No adverse event was reported. The alleged product was requested for evaluation.